Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted (B)(6) 2012; 407652 lead, implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited intermittently high pacing thresholds, possibly compromising capture, and intermittent dips in impedance to low levels. The lead remains in use. No patient complications have been reported as a result of this event.